Manufacturer narrative:
The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection noted the rv coil set screw was stripped and resulted in difficulty loosening the set screw.

Event description:
It was reported that during device change out, when the chronic lead was connected to the new device, the set screw could not be tightened. Device was not implanted. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.